Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device could not be interrogated. It was also reported that the device was found to be at end of life. The patient has dementia and atrial fibrillation. The device remains in use. No patient complications have been reported as a result of this event.